Event description:
Baxter (B)(4) received a report of an infusor that had a reservoir rupture during filling. The customer reported that there appeared to be a small hole in the elastomeric part of the device. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a ruptured reservoir was confirmed via photographic evaluation. The root cause could not be determined, as the actual sample was not returned for evaluation. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. If additional relevant information is received, a follow-up will be submitted. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.